Event description:
It was reported that following the implantation of an elevate anterior that the patient experienced a urinary tract infection (uti). Medication was administered. The event is considered not recovered/not resolved. No further patient complications were reported at this time. Additional information received that indicated the patient was treated with macrobid. No further patient complications were reported at this time.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported at this time.